Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Corrections: b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they were having issues with flow rate on arctic sun device. Large set of pads, but flow rate (fr) was only 0.3lpm. Guided to diagnostics, system hours 2821, pump hours 2536, inlet pressure (ip) was -1.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.1lpm. Had them disconnected and reconnected pads using proper technique and ensure tubing straight/ unobstructed. No change in values. Stopped therapy, disconnected pads and placed device in manual control, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, flow rate (fr) was 1.8lpm. Added left thigh pad, inlet pressure (ip) was -2.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.8lpm. Disconnected and tried right thigh pad, inlet pressure (ip) was -2.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.6lpm. They were unsure if patient had been to CT. They will replace the set of pads. Stopped, emptied pads, disabled manual control. Per follow up information received via phone on 03apr2025, spoke with nurse, who stated they had been attending this patient. Confirmed pads had been exchanged. They had not been instructed to keep the pads, so they had been disposed of.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they were having issues with flow rate on arctic sun device. Large set of pads, but flow rate (fr) was only 0.3lpm. Guided to diagnostics, system hours 2821, pump hours 2536, inlet pressure (ip) was -1.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.1lpm. Had them disconnected and reconnected pads using proper technique and ensure tubing straight/ unobstructed. No change in values. Stopped therapy, disconnected pads and placed device in manual control, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, flow rate (fr) was 1.8lpm. Added left thigh pad, inlet pressure (ip) was -2.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.8lpm. Disconnected and tried right thigh pad, inlet pressure (ip) was -2.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.6lpm. They were unsure if patient had been to CT. They will replace the set of pads. Stopped, emptied pads, disabled manual control.

Event description:
It was reported that the caller stated they were having issues with flow rate on arctic sun device. Large set of pads, but flow rate (fr) was only 0.3lpm. Guided to diagnostics, system hours 2821, pump hours 2536, inlet pressure (ip) was -1.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.1lpm. Had them disconnected and reconnected pads using proper technique and ensure tubing straight/ unobstructed. No change in values. Stopped therapy, disconnected pads and placed device in manual control, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 50 percentage, flow rate (fr) was 1.8lpm. Added left thigh pad, inlet pressure (ip) was -2.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.8lpm. Disconnected and tried right thigh pad, inlet pressure (ip) was -2.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.6lpm. They were unsure if patient had been to CT. They will replace the set of pads. Stopped, emptied pads, disabled manual control.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.